Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to patient had dysphotopsias that were not more extreme than normal. It was stated that product will not be returned. No other information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that "section g4 - combination product" field inadvertently was left blank and not populated in the initial MDR report. In review, it was also noticed that " section h2 - if follow-up, what type" box of "additional information" was inadvertently not checked in follow up MDR report #1. The information has been corrected in this supplemental MDR report as indicated below: section g4: combination product: no. Section h2 - if follow-up: additional information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: 2/28/2024 the completed complaint intake form was received which contains new information and supplemental MDR is required. The issue reported was positive dysphotopsia. The replacement lens was a tecnis toric lens, model diu 21.0 diopter power. The patient's daily activities were affected prior to explant surgery as the patient was unable to drive. Patient outcome: temporarily impaired. There were no unplanned incision enlargement, no unplanned vitrectomy and no unplanned sutures and no delay in procedure. Fields below updated: section a2: patient's age/ date of birth: 60 yrs. Old./ (B)(6) 1961. Section a3: patient's gender: female. Section b3: date the event: (B)(6) 2021. Section d6a:date of implant: (B)(6) 2021. Section d6b: date of explant: (B)(6) 2022. Section e1: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.